Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation, strong flare, hypopyon, and aseptic uveitis. This was confirmed on the first postoperative day and fibrin was also confirmed in his/her pupil. The patient's symptoms have resolved currently by steroid administration, antibiotic administration and subconjunctival injections. Additional information was provided indicating that the patient was using steroids, antibiotics, non-steroidal anti-inflammatory medication after surgery - event onset. Continues to use antibiotics and steroids eye drops. The antibiotic and non-steroid anti-inflammatory oral medication was discontinued. No bacteriological test were performed. A steroid subconjunctival injection was given on the date of event. The symptoms improved with medical treatment. There was no aggravation after improvement. According to the customer judgement the event was non-infectious because there was no hyperemia or eye pain.